Manufacturer narrative:
An event regarding tibial subsidence involving a scorpio baspelate was reported. The event was not confirmed. Method & results:-device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies.-complaint history review: there has been no other event for the lot referenced.conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient presented to the office with painful knee x-ray revealed subsided tibia scheduled for surgery revised with triathlon ts.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient presented to the office with painful knee x-ray revealed subsided tibia scheduled for surgery revised with triathlon ts.